Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02677. Related manufacturer report number 3006705815-2019-02678. It was reported that patient had ineffective stimulation and has not used it since (B)(6) 2018. Patient stated the system was not providing relief. Patient had no injury or significant weight loss. Device system was explanted as result to resolve the issue. There were no complications during the procedure. Patient was stable.